Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the lead was explanted and replaced. Issue resolved.

Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient began experiencing stimulation at the pocket site after a fall. Troubleshooting revealed the lead had migrated and had wrapped around the ipg. As a result, surgical intervention may be undertaken in the future.